Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. The pump was received with cracked battery tube threads. The pump was received with minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(4) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 430mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.